Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had recurring no delivery alarms for two weeks leading up to the call. The customer also reported that he was recently hospitalized due to a blood glucose level of 621 mg/dl. The customer reported that his heart was racing, he was vomiting, and had chest pains at the time of the incident. Customer stated that his infusion set got caught on the seat belt in his car, which caused it to come out. The customer reported being off of the insulin pump for two hours prior to the hospitalization. The insulin pump was not replaced or returned for analysis.